Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional test performed on the test strip vial was to check the structural integrity. The structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurately high control solution results. The reporter obtained a control solution reading of "140mg/dl" on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. An additional test was performed on the test strip vial and the vial failed this test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.